Event description:
During explant one electrode broke and remained within the patient's brain requiring an additional procedure to remove it completely. Post op CT and xr confirmed the fragment after the first attempt of explantation. A successful complete extraction of the remnant electrode was confirmed by another CT and xr after the second explant. There were no visible radio graphic injuries or neurologic deficits after the explant.

Event description:
During explant one electrode broke and remained within the patient's brain requiring an additional procedure to remove it completely. Post op CT and xr confirmed the fragment after the first attempt of explantation. A successful complete extraction of the remnant electrode was confirmed by another CT and xr after the second explant. There were no visible radio graphic injuries or neurologic deficits after the explant.

Manufacturer narrative:
The product was returned for evaluation, however only the half left as remnant in the patient was returned.. For the evaluation, the product underwent a visual examination to try to determine root cause. During the exam, it was found the electrode showed signs of twisting, kinking and was split in half. The complaint had been confirmed and an investigation showed a potential root cause is the electrode may have been caught on the skull or bottom of the anchor bolt thus causing the electrode to stretch and pull. Therefore, the damage to healthy tissue is being evaluated against the use fmea since the deficiency is a result of the use of the electrode and not a result of the process or testing of the electrode. The risk file matches the risk file present in the preliminary risk assessment. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "alap". No further action is needed at this time.